Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in an inappropriate shock. It was noted that the patient was washing their car with their left hand when shocked. In the clinic, automatic setup was run, and all vectors passed however the therapy was turned off. The noise was recreated in primary and secondary configuration. The alternate configuration was less noisy, yet small. This patient had experienced these clinical observations with their previous s-ICD. Technical services (ts) recommended a device revision, possibly sub muscular or a different system as the nature of the recent and historical inappropriate shocks do not support further analysis as programming options are exhausted. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that device analysis was performed which showed normal telemetry and normal shock impedance measurements were observed since the inappropriate shock event. This s-ICD was ultimately explanted due to noise and telemetry interrogation issues and inappropriate shock. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in an inappropriate shock. It was noted that the patient was washing their car with their left hand when shocked. In the clinic, automatic setup was run, and all vectors passed however the therapy was turned off. The noise was recreated in primary and secondary configuration. The alternate configuration was less noisy, yet small. This patient had experienced these clinical observations with their previous s-ICD. Technical services (ts) recommended a device revision, possibly sub muscular or a different system as the nature of the recent and historical inappropriate shocks do not support further analysis as programming options are exhausted. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the exterior revealed no anomalies. Several attempts were made to establish radiofrequency (rf) communication with the device; however, engineers were unable to obtain a successful connection. Additional testing was conducted to further evaluate the intermittent difficulty encountered with establishing telemetry with this device; the rf wake-up periods were monitored while the device was subjected to varying temperatures. The wake-up pulse was observed to be narrow at 0.5 milliseconds, and tones were heard. This device behavior is consistent with a rare, shortened telemetry wake-up pulse behavior associated with a telemetry component (oscillating crystal) within the rf circuit, resulting in an intermittent inability to interrogate the s-ICD. Although this behavior resulted in the observed interrogation difficulties, please note that tachycardia therapy remained available to the patient. Analysis did not identify any device characteristics that would have caused or contributed to the observed noise, oversensing and inappropriate shock.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited noise and oversensing resulting in an inappropriate shock. It was noted that the patient was washing their car with their left hand when shocked. In the clinic, automatic setup was run, and all vectors passed however the therapy was turned off. The noise was recreated in primary and secondary configuration. The alternate configuration was less noisy, yet small. This patient had experienced these clinical observations with their previous s-ICD. Technical services (ts) recommended a device revision, possibly sub muscular or a different system as the nature of the recent and historical inappropriate shocks do not support further analysis as programming options are exhausted. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received that device analysis was performed which showed normal telemetry and normal shock impedance measurements were observed since the inappropriate shock event. This s-ICD was ultimately explanted due to noise and telemetry interrogation issues and inappropriate shock. A new s-ICD was implanted and remains in service. No additional adverse patient effects were reported.